Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous unknown vessel. The 12mm x 2.5mm maverick balloon catheter was advanced. Inflation was performed once to 6atms. During the second inflation, the balloon could not be inflated. The physician judged that the balloon was ruptured. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).